Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient was found by her granddaughter in a hypoglycemic state in her home and stated she wanted to vomit. The patient's granddaughter indicated that the patient's bg reading on the meter was 47mg/dl and tried to provide the patient with soda to try and recover her, but the patient would not accept it, so she called emergency medical technician's (emts). The emt's indicated that the cgm was displaying 300mg/dl and dropped rapidly and transported the patient to the hospital patient was in the hospital for 5 hours and then was released. Additionally, the patient indicated they did not hear an alert from the cgm before they went into a hypoglycemic state and at the time of event, the patient's granddaughter did not check the cgm prior to the emt's arriving. At the time of contact, the patient stated they were tired. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.